Event description:
A facility nurse contacted the baxter?s technical service representative (tsr) to report a patient had expired. The date of death is unknown. Arrangements were being made to retrieve the homechoice device. On 6 october 2010, product surveillance received a return call from the hp peritoneal dialysis nurse (pdn regarding the patient's expiration. Initially, the nurse indicated the facility has not confirmed the patient expiration. The patient is transient and was currently unaccounted for. Reportedly, the primary care physician's office indicates the patient has expired. The local police department has been requested to assist with locating the patient. Reportedly, the hc device was at the hp's apartment. On 7 october 2010, facility nurse indicated the hc device has been retrieved. Arrangements will be made to return the device to the product analysis lab for evaluation. The nurse indicated there is no further information regarding the patient?s death at this time..

Event description:
The likely listed cause of death was myocardial infarct (mi).

Manufacturer narrative:
(B)(4). Device has been requested for evaluation but not yet received. Should device be returned and evaluated, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medications include: carvedilol, hectoral, renvela, temazepam and trazedone.

Manufacturer narrative:
(B)(4).

Event description:
This is a report from baxter australia of a lower clearlink port that was unable to flush or run fluid and leaking back through the line. The reported condition occurred during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab evaluated the device and no failure of malfunction was identified that could have caused or contributed to the home patient passing away. A review of the service history revealed no potential contributing issues. The root cause is undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.